Event description:
Robotic ion flexision biopsy needle 21g for bronchoscopy needle used x5 in good working condition. The needle failed to retract into the sheath on the 6th pass during the procedure. The device was withdrawn from patient. No harm.